Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with eppendorf biopsy forceps. It was reported that both roundings slightly abutt each other, therefore the "pe" is not removed smoothly but torn. There was no patient harm. Additional information was not provided. The malfunctions is filed under (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: the product is available for investigation decontaminated. Investigation: the instrument is in a used condition, no deviations can be found with the naked eye. Investigation: vigilance investigator carried out the pictorial documentation visually1. The investigation is still ongoing at the production plant. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: an exact cause cannot be determined at this moment. Based on the quality standard and the device history records, a material or production related error can be excluded. Therefore, the root cause of the error is most probably usage related. The report will be updated as soon as the results of the production plant are available. Rationale: according to the quality standard, a material defect and production error can be excluded. A usage related error cannot be excluded, e.g. Due to improper handling or an overload situation. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action and preventive action), a CAPA is not necessary.